Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se device found that it was partially deployed and in the safety release activated state with the plunger and locator wings retracted. The thumb advancer and clip delivery tubeset had been partially deployed distally resulting in the partial splitting of the exchange sheath. The clip was exposed, free from the delivery tubeset, and observed to be captured on the flex-guide immediately distal of the clip delivery tubeset, which would have prevented complete thumb advancer deployment. There was no detected external device damage. The safety release mechanism was activated indicating proper removal technique by the operator. Internal device inspection did not detect any component damage. However, the evaluation revealed that the garage tube/block assembly was improperly disengaged and distally displaced from the thumb advancer block indicating the thumb advancer had been retracted from its original distally deployed position. The device was reset for redeployment testing resulting in successful thumb advancer deployment without any detected resistance or misalignment of the clip delivery tubeset components. The reported resistance to thumb advancer deployment, resistance to clip delivery tubeset distal deployment, and the exposed and captured clip, indicate there may have been a misalignment of the clip delivery tubeset components during initial thumb advancer deployment, which exposed the loaded clip within the device. In addition, the retraction of the thumb advancer dragged the clip from the loaded clip delivery tubeset, leaving the clip captured on the flex-guide. Because the initial misalignment of the tubeset could not be confirmed, the cause for the detected clip delivery tubeset misalignment and captured clip could not be determined. During manufacturing, the entire lot is inspected for proper clip delivery tubeset assembly, alignment, and a sample of the lot is functionally tested to assure proper device lot operation. A search of the device lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint handling database found no similar incidents. Based on the investigation, there was no detected product lot quality deficiency. A quality control audit inspection is performed to verify product quality.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Before device deployment, a 5-7mm incision was made at the sheath site and was the tissue track spread all the way down to the vessel. Reportedly, during thumb advancer/exchange sheath splitting, resistance was met at the halfway point and distal deployment could not be completed. The device was easily removed by activating the safety release, which retracted the locator wings. Manual arterial compression was applied to achieve hemostasis. The physician was reported to be trained in the use of the starclose se device. There were no reported adverse patient sequelae. No additional information was provided.